Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was confirmed that the drill bit was stuck in the attachment. On removal of the drill bit, it was visually confirmed that the radiolucent material was worn which may have led to the issue as reported. Lot number details were not provided to assist further investigation. It was not possible to determine the definitive root cause for the product malfunction.

Event description:
It was reported that the drill bit ran idle and eventually stopped during a surgical procedure. The procedure was successfully completed. No adverse consequences were reported.